Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography using lithotripsy with a trapezoid rx lithotripter on a sixty-two year old male pt, "the tip of the basket yielded". The physician had captured a stone in the "hepatic common conduit" when the "tip yielded releasing the stone". The procedure was completed with an unknown device. Although it was reported that "the pt had a prolong hospital stay", the event details did not reveal that an adverse event had occurred. Several f/u attempts to obtain additional information regarding the reason for the prolonged hospitalization as well as the pt's status were unsuccessful.

Manufacturer narrative:
The device has not been received by this MFR. An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been reported. The may 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.